Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from 3 patients with symptoms of covid-19. Patient-1-sample-1 was collected and tested (B)(6) 2021 using abbott binaxnow covid-19 ag card, resulting in sars-cov-2 positive (reported to physician). Physician noticed that abbott sars-cov-2 positive result was faint so requested another test. Patient-1-sample-2 was collected and tested (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Patient-2-sample-1 was collected and tested (B)(6) 2021 using abbott binaxnow covid-19 ag card, resulting in sars-cov-2 positive (reported to physician). Physician noticed that abbott sars-cov-2 positive result was faint so requested another test. Patient-2-sample-2 was collected and tested (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Patient-3-sample-1 was collected and tested (B)(6) 2021 using abbott binaxnow covid-19 ag card, resulting in sars-cov-2 positive (reported to physician). Physician noticed that abbott sars-cov-2 positive result was faint so requested another test. Patient-3-sample-2 was collected and tested (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from 3 patients with symptoms of covid-19. Patient-1-sample-1 was collected and tested (B)(6) 2021 using abbott binaxnow covid-19 ag card, resulting in sars-cov-2 positive (reported to physician). Physician noticed that abbott sars-cov-2 positive result was faint so requested another test. Patient-1-sample-2 was collected and tested (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Patient-2-sample-1 was collected and tested (B)(6) 2021 using abbott binaxnow covid-19 ag card, resulting in sars-cov-2 positive (reported to physician). Physician noticed that abbott sars-cov-2 positive result was faint so requested another test. Patient-2-sample-2 was collected and tested (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Patient-3-sample-1 was collected and tested (B)(6) 2021 using abbott binaxnow covid-19 ag card, resulting in sars-cov-2 positive (reported to physician). Physician noticed that abbott sars-cov-2 positive result was faint so requested another test. Patient-3-sample-2 was collected and tested (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (reported to physician). Review of data provided by the customer showed normal amplification curves for all tests. Root cause is inconclusive. Customer reported that the physician chose to base diagnosis on cepheid results. There is no evidence of product malfunction and there was no patient harm. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.